Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 213 mg/dl after some mints were consumed. The customer delivered a bolus and the bg had dropped to 60 mg/dl. The customer consumed a glucose tablet to address the bg level.